Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the specific foreign material adhering to /clogging the channel could not be identified. However, it is likely that the foreign material was white plastic-like material. The root cause of material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: chapter 3 preparation and inspection (detection)¿. ¿reprocessing manual: chapter 5 reprocessing the endoscope (prevention)¿ . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a diagnostic gastroscopy procedure using this gastrointestinal videoscope, a white plastic-looking material exited the channel. The customer was unsure which channel. The foreign material was removed from the patient but was not kept. The procedure was completed with a similar device. The device was inspected prior to use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the distal end insulation test failed, the bending angle did not meet specification, the bending section cover adhesive was detached, chipped, cracked or has a burr, the scope cover seal has detached. Due to a chip on camera cover, insulation resistance value at distal end did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.